Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4), model: sc-2317-70, serial: (B)(4), lot: 7070351.

Event description:
It was reported the patient experienced no pain coverage with some pain and discomfort from stimulation on the right lead. An x-ray was done and confirmed one lead had migrated outside of the epidural space, and the other lead was lying horizontally near the anchors. Patient underwent a revision procedure to reposition the leads. Patient is doing well post-operatively and pain coverage was obtained.